Event description:
On (B)(6) 2013, during a procedure, three out of five zip fix ties broke after being applied. As a result, the surgeon removed all of the zip ties and used wire cables instead. No adverse event to the patient reported. This is of 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.